Manufacturer narrative:
Further investigation: the review of the documentation associated to the manufacturing process indicates that all devices involved in this work order were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review the device has not been received for analysis in the device analysis laboratory yet. However, the reported event of lymphoma - alcl - suspected is classified as medical and it is unable to observe, therefore it is unable to be confirmed. A review of the current risk documents pfmea-silicone filled bi and sizer assembly, smooth (v3.0) was performed, and the event of lymphoma - alcl is a known event, for which current process controls and inspections are established to reduce the incidence of this defect. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma - alcl - suspected will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Additional, changed, and/or corrected data: b5, h6, h.11.

Event description:
Healthcare professional reported "rupture, seroma, bia-alcl". Histopathological markers cd30+ and alk- have not been received, hence the report of alcl has not been confirmed. This record is for the right side. Device was explanted.

Manufacturer narrative:
Continued e.1. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of "seroma-late" and "lymphoma-alcl-suspected" are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture"; "seroma"; "bia-alcl", pathological markers cd30+ and alk- have not been confirmed.

Event description:
Healthcare professional reported "rupture, seroma, bia-alcl". Pathological markers confirming alcl have not been received. This record is for the right side. Device was explanted.

Manufacturer narrative:
Per additional information received indicating "alcl final diagnosis: it was confirmed to be negative." As the results indicate no presence of bia-alcl, it has been removed. This record is no longer reportable to the FDA as the device is not PMA approved. Additional, corrected and/or changed data: b.2, b.5, b.6.

Event description:
Additional information received indicated "alcl final diagnosis: it was confirmed to be negative." As the results indicate no presence of bia-alcl, it has been removed. This record is no longer reportable to the FDA as the device is not PMA approved and no presence of bia-alcl.